Event description:
It was reported that the doctor had a handling problem with the intraocular lens insertion system. It was stated that the physician went through the capsular bag with the plunger. It is unknown if the lens was implanted. The patient's date of birth, gender and outcome were not provided. The product serial number was not provided as well. Therefore, the manufacturing and expiration dates cannot be determined. Further information has been requested; however, no additional information has been received.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Additional information was received from the surgeon. The patient was implanted with an artisan phakic iol. The lens was fixed to the iris and the patient has a visual acuity now of 0.7. It was stated that the capsular bag was gone. It was stated that the intraocular lens insertion system was discarded by the nurse without noting the serial number.all pertinent information available to abbott medical optics has been submitted. Placeholder.